Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing a low blood glucose (bg) level of 20 (mg/dl). Reportedly, the pump did not annunciate an alert notifying the customer that their bg levels were low. While hospitalized, the customer was treated with antibiotic, dialysis and reported a finger was amputated. Although requested, the customer declined to upload pump data for further investigation of the reported event. The customer was released (B)(6) 2016 and will receive additional pump training.